Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/03/2016 the reporter contacted animas alleging that on 05/15/2016 the patient was treated by emergency medical services for an unspecified blood glucose (bg) excursion after the pump was damaged by the patient¿s dog and lost power. The pump reportedly had a power issue on (B)(6) 2016 after being damaged by the patient¿s dog. No bg values or signs or symptoms were reported. The patient had reportedly discontinued insulin pump therapy at the time of contact with animas however it is unknown if the patient was on the pump at the time of the alleged incident or not. This complaint is being reported based on the allegation that the patient required medical intervention associated with misuse of the pump.